Manufacturer narrative:
Analysis was normal. No anomalies found.

Event description:
It was reported that the patient presented for a follow up in clinic, infection was noted. It was stated that erosion was noted and the device was exposed and easily exteriorized and the pocket was cultured. The patient was scheduled for extraction. The device was explanted and replaced. The pocket was treated with antibiotics. There is no known allegation from a health care professional that suggests the infection was related to the device. The patient tolerated the procedure well.